Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the ventilator was turned on during maintenance, the screen was blank. There is no reported patient involvement associated with this event.